Event description:
The facility stated a collamer lens model cc4204bf was received defective upon receipt. When the package was opened, the lens had a hole. The lens was not implanted and there was no patient contact. An sfc-25 cartridge was used and the lot number is unknown. An msi-pf injector was used and the lot number is also unknown.